Event description:
Per medwatch on (B)(6) 2013; trifusion catheter placed on (B)(6) 2013. Catheter functioning normally, until (B)(6) 2013 when the one of the clamps (the red one) broke. The catheter was expected for a neostar on (B)(6) 2013.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of rewj0820 showed no other similar product complaint(s) from this lot number.